Event description:
Per independent repair center statement, unit is alarming or red light. The key failure is the pilot valve is not shifting. Additional malfunctions are the tie wrap is defective and leaking.